Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead returned and analyzed.

Event description:
It was reported that the patient experienced 3-4 second pauses over the weekend following implant. The physician thought the lead might have been at fault. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.